Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the ins hadn't helped his symptoms. The patient reported that he wasn't happy with the ins. The patient reported that the ins wasn't working 100% like it should be. The patient reported that the met with a manufacturer¿s representative (rep) who made routine adjustments for him to feel stimulation in the correct areas. The patient reported that the rep informed him that a lead was broken. The patient reported that the rep had to ¿bypass¿ a lead. The patient reported that he was unaware of the lead being broken until the rep informed him of it. No further complications were reported.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient¿s device was causing them more problems than benefits and the patient wanted the device removed. The reason for the call was to ask if and how the patient could have the device removed. This information was reviewed and implant manuals were sent. When asked further details in regards to what wasn't working for the patient, the hcp read a note from (B)(6) 2019 that stated, when the stimulation was on they were experiencing pain and tingling in their fingers and feet. The cervical implant was put in (B)(6) 2015 and the patient continued to have pain. The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins had been turned off for almost a year because the ins malfunctioned and stopped working correctly. The patient stated they wanted to have the ins removed. The patient was addressing the issue with the hcp. The patient has an appointment with the hcp on (B)(6) 2019 and wanted a rep to be present. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the ins wasn't working and it wasn't stimulating where it should be; they reported that they were going to have the ins removed and that they no longer wanted it. They turned stimulation on but it didn't cover their neck- it covered their back, arms, hands, and legs but didn't stimulate their neck. They had chronic pain in their lower back and before this they only had neck pain. The patient really wanted to go back to work but the last time they tried they only lasted 3 or 4 months because of the pain. They had serious burning pain and some days weren't as bad as others but they had a shooting pain and it went from their leg or up their back. The patient also experienced a burning pain at the battery site. The patient again noted that the last time they had the ins readjusted for the chronic pain in their neck that a representative noticed one of the wires was broken and they had to bypass it. Their issues hadn't been resolved and they were going to have it taken out. No further complications reported.